Event description:
Covidien received information, during patient use, an 840 ventilator experienced a device alert which caused the device to cycling. The device was removed from the patient. There was no harm to the patient reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The covidien field service engineer (fse) received an analog interface printed circuit board (ai pcb) and exhalation transducer printed circuit board (pcb), which were reported to have exhibited an error code. A visual inspection was carried out on the returned component, no anomalies were observed. Functionality tests were performed by using a failure investigation test ventilator, which tested the unit as detailed in the 840 ventilator service manual. The ai pcb was attached to the unit for analysis, powered up, and no errors were recorded in the diagnostic logs. Ran calibrations without any errors observed. Placed the ventilator into ventilation mode for a minimum of 24 hours, and upon review of the ventilator diagnostic logs, no error codes and no alarms were generated. The returned components were functioning as per specifications, and the reported malfunction could not be duplicated.